Event description:
Patient sample with a weak anti-fya did not react with vss310 on the ortho provue during an antibody screen. Patient received one unit of fya+ packed cells. Patient experienced a transfusion reaction.

Manufacturer narrative:
Receipt of complaint was beyond the dating of the product, therefore testing was not performed.a complaint review was performed for this lot. There are no other performeance related complaints.(B)(4)